Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging on (B)(6) 2017 between 4:00-5:00 am, the patient experienced hypoglycemia while on insulin pump therapy and was found in an unconscious state by family. Blood glucose measurement was reported as 42 mg/dl. The reporter stated it was uncertain if the patient¿s insulin pump had any involvement in the reported hypoglycemic event. The patient reportedly became unconscious with low blood glucose and had an epileptic episode. The reporter stated that the patient¿s serious injury may have been related to an ¿unreadable¿ display screen. The reporter stated resetting of the screen contrast had been attempted but did not work. Due to the unreadable state of the display, further troubleshooting of the pump was reportedly not possible. The patient was seen at a hospital in the country of occurrence where they received insulin as treatment. Further information regarding that hospital visit was not available. The patient received additional medical care in their resident country. In a follow-up phone call from the patient, the patient stated that the pump label had been missing for over one year. Therefore, the serial number of the pump is unknown/not available. No further information regarding this event is available at this time. If additional information becomes available, this complaint will be updated according. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with an alleged pump issue.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump was previously un-identifiable due to a missing label and was send for refurbishment per policy. Investigation of the device is not possible due to the pump having been refurbished.